Event description:
Greenlight laser fiber was inserted into the scope; when the cord was plugged into the laser, the fiber would not activate - displayed error message "fiber not connected correctly - reinsert or obtain a new fiber wire". New laser fiber used without further problem.